Event description:
The pt received her scs system on (B)(6) 2011. At was reported that she is not feeling stimulation and that her ipg is depleted. The pt's charger antenna has been misplaced. She has not been able to charge her ipg since (B)(6) 2011. Pt was sent a new antenna. Attempt to gather add'l info has been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.